Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The catheter was inspected tactilely and visually. There was blood and contrast in the inflation lumen. The hypotube was kinked 23cm from the strain relief and the distal tip was damaged. Inspection of the balloon revealed no damage or irregularities. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. The catheter was pressurized and a stream of water emitted from the balloon. The balloon was inspected under magnification and a pinhole was found over the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected and advanced to dilate the target lesion. Upon the 1st inflation at 12 atmospheres, the balloon ruptured and came down quickly. No balloon segments were left inside the patient. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.00mm x 12mm emerge balloon catheter was selected and advanced to dilate the target lesion. Upon the 1st inflation at 12 atmospheres, the balloon ruptured and came down quickly. No balloon segments were left inside the patient. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.